Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that farastar connection cable packaging was tore and became contaminated. No patient complications occurred. The device is not expected to return as disposed.